Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Replaced the fluoro function and generator interface pcbs. The friction clutch and brake pad were also replaced. The system was tested and found to be working as intended and placed back into svc.

Event description:
It was reported that the collimator is closing and locks up on the 9900 system. System would require reboot to continue. There was no report of pt injury.